Manufacturer narrative:
Retainer ring clear. Open book and cosmetic damage complaint. The thus download was successful. Pump error 63 alarm on (B)(6) 2021 at 19:50:54 o'clock and during self test. Device was received with faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. Device was cut opened and inspected. Moisture damage found on pcb1 at power connector (j7), u2 area and on lcd 41 pin flex cable copper connector traces and on j1 connector on pcb2. In conclusion, pump error 63 alarm during self test and confirmed in the pump history due to moisture damaged electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. Customer stated that they were playing outside and alarm occurred. There was no pump error displayed on screen of insulin pump before open book image. Customer stated that insulin pump had cracks on the back of battery compartment going to belt clip. There was no damage to retainer ring, reservoir and infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.